Event description:
Additional information was received from the patient who reported that a week after data had been cleared previously the long lag time had re-appeared. The agent walked the patient through clearing the data. The issue was not resolve and a request was sent to the repair department to replace the handset.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving fentanyl via an implantable pump for non-malignant pain indications use. It was reported that they were getting system error code 0x50757885 this morning and they had to restart the handset a couple times, and it finally started working again. The patient stated that they had their first refill a week or so ago and told the doctor office they were having trouble with the personal therapy manager (ptm) but had not heard from anyone. The patient stated that the handset takes a long time to connect to the pump and got stuck at 90% for about a minute or two since they got the ptm. The patient mentioned that they get 8 boluses per day. They were getting services code 353(when the user goes to exit the application). The agent asked patient to connect with the handset. It showed locked out and time left to bolus. The patient asked if they should clear the data from the handset will affect the information hcp read from the pump. The agent assisted patient with clearing the data and reviewed tutorial screen. The agent asked about recharging the devices. The patient service reviewed meaning of the code and recommend patient keep the handset plugged in when not in use to charge up. The agent reviewed device function and recommended keeping the devices charged up and call patient service for assistance if necessary. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.